Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn the complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4): evidence that product in spec when used.

Event description:
Allegedly surgeon was inserting the toe implant in the 3rd toe of right foot and the implant shaft snapped off. The screw portion of the implant was left in the toe. The toe was fixed with k-wire fixation. Surgeon spoke with the family about the broken implant and the family was fine with how surgeon proceeded.